Event description:
Same article as MDR ID#: 2134265-2012-00743. It was reported via journal article that during a stenting treatment procedure, an unknown sized promus element stent experienced longitudinal compression damage.

Manufacturer narrative:
Device is combination product. (B)(4). Citation: leonard, shana. "Don't believe the hype: boston sci isn't the only one experiencing shrinkage." January 27, 2012. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).